Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of march 1, 2022, is used for the estimated date of event between march 2022 and december 2023. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: dennis yang; mohammad k. Hasan; yasi xiao; moamen gabr; salamaan jawaid; mai a. Khalaf; neil s. Sharma; maria jose rojas de leon; mohamed o. Othman; peter v. Draganov. "The use of a self-assembling peptide gel for stricture prevention in the esophagus after endoscopic submucosal dissection: a u.s. Multicenter prospective study (with video)" center for interventional endoscopy, adventhealth, orlando, florida, USA, american society for gastrointestinal endoscopy 0016-5107/$36.00, https://doi.org/10.1016/j.gie.2024.03.012. Block h6: imdrf patient code e0506 captures the reportable event of a hemorrhage/blood loss/bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
Boston scientific became aware of events involving orise proknife through the article "the use of a self-assembling peptide gel for stricture prevention in the esophagus after endoscopic submucosal dissection: a u.s. Multicenter prospective study (with video)" by yang et al. Per the article, between march 2022 and december 2023, 43 patients suffering from superficial squamous cell esophageal carcinoma underwent endoscopic submucosal dissection (esd) using an orise proknife. After esd, self-assembling peptide (sap) was applied over the resection site. Three patients experienced post-operative bleeding, 1 patient was endoscopically treated.